Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Performance data collected from the device indicates impedance increased on a number of occasions, one as high as 2256 ohms. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported there was an increase in impedance and oversensing. A loose connector issue was suspected. The device was replaced and the lead was reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Performance data collected from the device indicates impedance increased on a number of occasions, one as high as 2256 ohms.